Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had no image and was giving an error code when plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code b30 was present. Based on the results of the investigation rubber leaked, and the inside of the device was submerged during handling of the device by the user. This caused an abnormality in the electronic components, and the suggested event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: the events can be detected in accordance with the following IFU. Inspection of the endoscopic image. The events can be reduced/detected in accordance with the following IFU. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.